Event description:
It was reported that the patient presented to the emergency room with high thresholds and high impedance on the right ventricular (rv) lead. A fracture was suspected. The rv output was adjusted and the patient was admitted and monitored overnight. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5568-53 implantable pacing lead 2007 (B)(6); vedr01 implantable pulse generator (ipg) 2007 (B)(6). (B)(4).